Event description:
It was reported that a patient underwent a laparoscopic ovarian lesion resection on (B)(6) 2023 and a barbed suture was used. During the procedure, when suturing, the needle broke, and some of the metal on the needle body and suture broke together in the patient's abdominal cavity. Upon discovery, the doctor immediately removed the needle and the broken suture, checked the integrity of the splicing fracture product, checked the abdominal cavity for any residue, retained the problematic product, and reported it. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: how was the needle piece retrieved from the patient? Was there any medical or surgical intervention performed (product removed during an additional procedure; re-operation; re-closure; prescription medication)? If so, please specify. Were there any patient consequences? Please perform and document the follow up attempt for product return. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.